Event description:
The pt called lifescan and alleged that their meter was only prompting the insert strip message. The pt stated that they were using the correct technique. The test strips were in good condition. The pt stated that they were treated by a medical professional, however, when asked what was the treatment, the response was "none." No blood glucose results were reported. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter and testing supplies are being replaced.